Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt reported blood glucose results of 201 mg/dl and 140 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expec ted value of <= 20% and/or <= 10 mg/dl, there by indicating a potential malfunction of the meter in terms of precision. The pt also mentioned that a couple of weeks ago while on vacation, one night, date unk, his wife woke up because he had not been feeling well. She checked his blood glucose and received a reading of 20 mg/d. She contacted the paramedics and gave her husband some glucose. When the paramedics arrived they checked his blood glucose and he reading was "normal" and the pt felt better. The wife then check his blood glucose on the lfs meter and the reading was "normal". Wife does not recall the readings on his meter or the paramedic's meter. She also does not recall the readings her husband obtained the day before. The pt suffered a serious injury; however , the meter did not contribute to the injury. The pt experienced symptoms prior to testing. The meter read low and was treated for low by his spouse.